Event description:
No additional information.

Manufacturer narrative:
Correction: imdrf annex f coding.

Event description:
It was reported that received a needle stick injury on (B)(6) 2026 . I am making an enquiry with regards to the bd saf-t-intima, 24gax0.75in(0.7x19mm). Ref 383319. Lot 5259041. I have been made aware through the trust incident reporting system of a member of staff who has unfortunately received a needle stick injury on (B)(6) 2026 whilst using the referenced product. We are not sure exactly how this has happened, but do not think it was due to any malfunction of the product as such, but more likely that the user did not pull on the correct plastic tube when withdrawing the needle so did not activate the safety device to prevent needle stick injury. It would be helpful to know if this is an error that has been reported before, and if there would be anything that could be done to reduce the risk of the user not activating the safety device. When did the incident occur - before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Correction: imdrf annex e and f coding.

Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 5259041. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
No additional information.